Event description:
On (B)(6) 2012, the patient underwent a trial procedure. It was reported, the patient experienced a dural tear while the lead was implanted. As a result, the doctor used duraseal to seal the tear. Afterwards, the patient experienced a slight headache and pain at the lead site. It was also reported, the patient was admitted to the hospital for kidney pain (unrelated to the scs system). On (B)(6) 2012, the patient underwent a myelogram and a hematoma was found at the lead site. Allegedly, the doctor believes the hematoma caused the kidney pain. The hematoma was removed when the patient's ipg was implanted. The patient is receiving adequate coverage and is doing well at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.